Event description:
Information was received indicating during testing a cadd-solis vip, mdl 2120, pump air detector was inoperable. No patient involvement.

Event description:
Information was received indicating during testing a cadd-solis vip, mdl 2120, pump air detector was inoperable. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Air detector was damaged so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.